Event description:
It was reported that pump experienced malfunction with malf 5 alarm, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance using provided reset instructions, and malfunction did not recur after reset.